Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the insulation near the lead pin was not stable. The physician said "the pin looks bent" and was moving somewhat freely from the lead body/insulation. It was further noted there was noise when testing the lead in a bipolar (tip to ring) mode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.